Manufacturer narrative:
H10: the actual devices were not available; therefore, a device analysis could not be completed. However, due to the customer¿s description of the event, the reported issue was verified. The cause of the condition was due to the manufacturing issue of inadequate solvent application to the set causing an insufficient bond. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of two (2) peritoneal dialysis (pd) transfer sets. The nurse further reported that "the blue tip of the transfer set falling off or sliding out". This occurred during an unspecified process step of peritoneal dialysis therapy. To resolve this issue, the transfer sets were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.